Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4316. Batch/lot number: 37571078. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's right spinal cord stimulator (scs) paddle lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.